Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, the unit would not tune. The handpiece and cassette were exchanged, but even with additional troubleshooting, the system would not tune. The surgeon converted to a manual procedure and the cataract extraction was completed. An iol was implanted. The nurse reports that the procedure went well. Additional information received from a nurse on the floor where the patient was staying indicated that the patient is doing well and there was no harm.